Event description:
Report rec'd that the pump was found "not running." The pump was programmed to deliver 1.88 grams of etoposide in 500ml at an unspecified rate. The nurse found the pump "not running." The device was then powered on, reprogrammed to deliver at an unspecified rate, and the therapy was resumed. It was unk how long the device was "not running." There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.